Event description:
Drill bit tip broke off in patient during surgical procedure. Object not in a place of harm to patient, so it was left in place by md.unfortunately this is the only information we have on this device.